Event description:
It was reported that post a coronary stenting procedure, stent damage occurred. The target lesion was located in the distal left main. The physician was performing cannulation procedure at the ostium of the left main artery using a 3.5 mm non bsc guide catheter. While working on the lesion the guide catheter damaged the implanted 12mm x 3.00mm ion stent. The physician was able to ballooned and stent the deformed area using a different device. No patient complications were reported and the patients status post procedure was listed okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).